Manufacturer narrative:
Qc prior to the event was within lab-established ranges. Qc after the event was out of range high, > 3 s.d. Recalibration was attempted but initially failed. The system was calibrated again, this time successfully. Qc came back into range, but still on the high side of the range. A bec field service engineer (fse) was dispatched for this event. The fse replaced the carbon bridge, as well as both na and cl electrodes. Instrument performance was verified. Failure mode was not determined. Multiple parts were replaced, any of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) in regards to obtaining false high sodium (na), chloride (cl), and/or calcium (calc) results for three (3) patients generated on the unicel dxc 600 pro synchron chemistry analyzer. The results were not reported out of the laboratory. The samples were rerun on the same instrument after re-calibration and yielded lower results, which were reported. There were no changes in patient treatment in connection to this event.